Event description:
Ti pangea polyaxial screws and ti hard rods were implanted for a t2 pelvic construct. Follow up x-rays showed that the rods pulled out of the pelvic screws. Surgeon plans to revise pt. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Lot#: this info was not provided during initial report. Add'l info has been requested. Surgeon plans to revise pt in late 2008. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Systhes is unable to determine mfg date without a lot number.